Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res) who found physical damage to a ground wire. The res confirmed the ground wire was heat-damaged and discolored. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t ground wire was burnt. Upon performing a routine preventative maintenance, the wire was found to be discolored. The wire insulation was intact and ground wire resistance was 0.1 ohms. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. There was no burning smell or sparking observed. The biomed reported there were no burned or melted components and confirmed there was evidence of heat discoloration on the ground wire. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the wire, which resolved the issue. The wire was reported to be available to be returned to the manufacturer for physical evaluation.